Event description:
See attached case report accepted for publication in clinica chimica acta that describes drug - device interaction. Beckman coulter lx20 analyzer produces falsely elevated serum phosphorus results in pts treated with high dose ambisome - observed for most treated patients. This can lead to misdiagnosis of hyperphosphatemia and inappropriate treatments such as dialysis to lower phosphate levels. Dose or amount: >5 mg/kg. [See add'l scanned pages.]